Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-s ustained episodes and elevated sensing integrity counter (sic). In addition, an alert was triggered for out of range (oor) bipolar impedance, and t-wave oversensing (twos). The electrograms (egm) showed rv undersensing and rv oversensing (possibly far-field p-wave sensing). Noise could not be fully excluded. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon review of a remote transmission by an internal monitoring service an rvtip to rvcoil lead impedance warning was triggered for the right ventricular (rv) lead as the pacing impedance was out of range. The rv lead remains in use. No patient complications have been reported as a result of this event.